Event description:
Caller reported not seeing insulin drops at the end of the tubing during the fill tubing step, causing them to be stuck on this screen. There was no adverse impact to the customer's blood glucose level. Caller completed necessary steps to remove air from the cartridge and was educated by technical support on using room temperature insulin. They were instructed to attach a new infusion set to the original cartridge and successfully saw insulin drops at the end of the tubing after changing the site. Technical support assisted the caller in completing the load process and resuming insulin delivery.